Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reby0782 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a line was placed two weeks before it was broken between the hub and the lumen. No additional information provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break is confirmed but the exact cause is unknown. One photo sample of a proven powerpicc was returned for evaluation. An initial visual observation of the photo showed a break in the catheter at the distal end of the luer hub. The device catheter is shown being pulled perpendicular to the hub to show the break site. The break surface appears to be rough and uneven. Based on the description of the reported event and photo sample provided, possible contributing factors include sharp instrument damage, flexural fatigue, and tensile damage. The complaint of a break is confirmed, cause unknown. A lot history review (lhr) of reby0782 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a line was placed two weeks before it was broken between the hub and the lumen. No additional information provided.